Manufacturer narrative:
(B)(4). This report is a duplicate of 6000001-2010-02019. Reference 6000001-2010-02019 for further complaint information.

Event description:
During product evaluation at baxter, in the event history review, it was discovered that failure code 810:11 occurred once on (B)(6) 2010 during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.the user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The assignable cause was faulty phm (pumphead module). The phm has been replaced.